Event description:
It was reported that" during the procedure, the thumbgrip minilap will not lock and stay locked onto tissue. The grasper was pulling tissue when retracted and would hold the tissue. This resulted in tearing of the tissue. Another device was used to complete the procedure. The patient's current condition is fine."